Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified; however, it is likely that a failure in the light-emitting diode harness led to the malfunction, resulting in the flickering image problem. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device has small amounts of dust build-up and a burn mark has been identified on the led screen. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a flickering image. A potential adverse event engineer was performing maintenance when the issue was found. The issue was found outside of a procedure. There were no reports of patient harm.